Event description:
Implant #2 - (B)(6) 2010 - sjm promote (B)(4) - durata lead 7122q premature end-of-life indicator. (B)(6) 2011, interrogation showed 2-3 yrs left. Vibrations felt (B)(6) 2012 and (B)(6) 2012. Interrogation on (B)(6) 2012 showed 1-2 months left. Explanted (B)(6) 2012 - implant #1 sjm promote crt-d # (B)(4) w/riata lead 7011 was removed (B)(6) 2010, after less than 1 yr. Riata defib. Was recalled a yr/later- implant #3 sjm (B)(4) - 40q contains same durata lead (B)(4) as implant #2.- add'l info rec'd from rptr (B)(6) 2012: sjm promote (B)(4) serial # (B)(4), (B)(6) 2012 and (B)(6) 2012 vibrations.

Event description:
Implant #1 - on (B)(6) 2009, fired 16 x in less than a yr and had to be replaced due to low battery. Surgeon had sutured 2 leads to force lead 3 in place. On (B)(6) 2010, riata lead was recalled. I do not know if my problem was due to a faulty lead. Explant #1 - on (B)(6) 2010 of entire crt-d #3207-36 plus 3 leads. Implant #2 - on (B)(6) 2010, cd3211-36q - only 2 leads - no lv. On (B)(6) 2010 - maude adverse event report (B)(4) - battery depletion. Explant #2 - on (B)(6) 2010, due to battery depleting rapidly. Implant #3 - on (B)(6) 2012, - fortify cd2231-49q--ra 5076 and rva duarta 7122q leads from implant #2 left in place. St. Jude promote rp crt-d, model 3207-36 - (B)(6) 2009 passed out from violent shock. On (B)(6) 2010, 3 shocks-threw me to the ground. On (B)(6) 2010, 10 shocks in a row and 2 more in ambulance. St. Jude promote crt-d model cd3211-36q - (B)(6) 2011 2-3 yrs battery life. On (B)(6) 2012 1-2 mos. Battery life.